Event description:
(1/2, reference (B)(4) for related complaint) (documenting cassette 1 ) (B)(6): inbound. Patient had 2 cadd cassettes that caused no disposable alarms on both pumps this evening. Patient had to put on a 3rd cassette to get pumps running without alarm. Caller did not have serial number of cassettes as they were mixed earlier in the week. Last shipped cassettes with serial number; (B)(4) and expiration date nov 10,2026. No further details given.